Event description:
It was reported during review of the diagnostic report (drpt) by failure investigation engineer it was noted that there are several codes that indicates loss of power logged and a restart. The failure investigation engineer reported that the device was not in use on patient.

Manufacturer narrative:
(B)(4).